Manufacturer narrative:
Chemical degradation of the sensor surface was evident. The most likely cause was the use of an incompatible coupling gel.

Event description:
During preparation for use for cardiopulmonary bypass, the level alert sensor was observed to be cracked. There were no adverse consequences to the patient as a result of this event.